Event description:
The customer reported to olympus, the xenon light source the front panel leds are blinking and an e300 error code displayed on the monitor. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.